Manufacturer narrative:
The pump passed the displacement test, active current test and self test but failed the sleep current test. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Pump error 25 was found in the history files/traces on 08/27/2021 at 01:53:01.000. Pump was cut open and found no evidence of physical or moisture damage on the interior components. The j6 connector was unplugged and plugged back in and pump was turned on and left for 24 hours. Pump was then redownloaded and power management graph was reanalyzed and confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were now within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, cracked retainer, partially detached retainer, broken reservoir tube lip, battery tube threads - cracked, serial number label scratched. Alleged pump error 25 confirmed in the power management graph and in pump history files/traces. Pump error 25 found was confirmed due to a connector resistance issue with the j6 connector on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind but power error recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.